Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etlw1610c199e sn (B)(4), expiration date: 2017-11-03, UDI # unknown, etew1010c82e sn (B)(4), expiration date: 2019-02-01, UDI # (B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment a 6.8 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented with buttock pain. The CT revealed that the endurant left iliac limb occluded up to the level of the bifurcation. The physician elected to perform a thrombectomy to declot the endurant iliac limb. However, there was still thrombus throughout the endurant stent graft, another manufacturer¿s catheter and a .035 glide wire were inserted into endurant stent grafts with an adherent clot catheter removing more of the clot. Ivus was used to determine if all the thrombosis/clot was gone, it was still present, therefore the physician elected to perform a right femoral to left femoral bypass. The blood flow was restored. The physician does not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.